Event description:
Reporter indicated that the pt was last seen at their physician's office in 01/2002 due to seizure activity. Investigation testing was ordered by the physician. During their office visit, the physician noted lesion of the brain and ordered additional testing. The pt was found by family member in bed without a pulse on the following day at approximately 7am. The pt's family member indicated that pt appeared well around 5am that morning. It was reported that the pt was receiving excellent benefit from the device. Further investigation revealed that the pt experience a 25% reduction as result of therapy from the ncp system. An autopsy was performed, and the pt's last known AED plasma levels are known, however, have not been provided. The pt was taking lamictal for seizure control.